Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an epidural hematoma following the implant procedure, resulting in muscle weakness in their left leg and left foot. The patient was hospitalized and the physician drained the hematoma. The physician believed the hematoma was related to the procedure. The device was removed and there have been no reports of further complications regarding this event.